Manufacturer narrative:
A software investigation was initiated. The behavior described is the intended behavior of the software. Software is functioning as designed. The power cord was found loose. After it was placed correctly, issue resolved. Not sw issue. No log analysis required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system unexpectedly exited while setting up for the case. The system exited while sitting at the registration screen and rebooted on its own. The site proceeded without issue. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no hardware replacement necessary. The power supply had a loose connection that need to be re-connected.